Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving ¿morphine and a few other drugs he believes¿ via an implanted pump. The patient did not know the doses and concentrations for the medications, but knew they were small amounts. The indication for pump use was spinal pain. On (B)(6) 2019 the patient reported that his pump was alarming, and he wanted to get someone to turn his pump alarm off. Per the patient, the pump alarm was going off because he had not had the pump refilled since it was implanted. It had been alarming the past 3 months. The sound was consistent with a pump alarm. No patient symptoms were reported. The patient had called his hcp (healthcare professional) about the alarm. Additional information was received on 04/16/2019 from an hcp via a company representative who reported that the patient was non-compliant and had not had his pump refilled since implant. The patient had an appointment on (B)(6) 2019 at which time the physician wanted to program the pump to off state. The pump had not yet been interrogated, but the reporter and the hcp believed the pump reservoir was empty. No further complications were reported/anticipated.